Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-1409, 1411. The pt had two leads implanted with the same lot number and two extensions with the same lot number. It was reported, the pt's entire scs system was explanted due to not having used it for over a year and some discomfort at the ipg site.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.